Event description:
Event description guidant received information that during an attempted implant, while closing the pocket, this cardiac resynchronization therapy-defibrillator (crt-d) device delivered inappropriate shock therapy to the patient. The physician reviewed connections and all were acceptable. However, noise was observed on the stored electrograms (egms). Once again the physician re-checked connections and placed the device back in the pocket, while tapping on the device through the skin, oversensing and an inhibition of pacing were observed. The decision was made to remove and replace the device with new guidant crt-d. The leads were re-attached and no noise was observed while tapping. Device to be sent back to guidant for analysis.